Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure capture issue was observed and the lead was repositioned. The helix failed would not retract or extend. The lead was replaced. There were no adverse consequences to the patient.